Event description:
It was reported that the pt presented for surgery to revise a fractured right-sided rod with addition of peek interbody graft at l2-l3 rh-bmp2/acs. Bmp was placed in the disc space and in the cage, and was placed laterally on both sides posteriorly. In the weeks following surgery, the pt reports onset of new symptoms of rle pain and numbness. MRI shows "fluid collection within the posterior soft tissues extending from l1 to the s1 level, which most likely represents post-operative fluid collection." Imaging one month post-op shows instrumentation intact. Notes indicate pt. "Has gotten a new MRI of the back which shows the fluid mass that we know is present and, for some reason, his sed rate has gone up. He feels as if he has had some spasms down his back and pain down his leg." Pt had CT guided aspiration of the l2-3 disc space. Small amount of fairly clear liquid was obtained. Culture grew coagulase-negative staphylococcus and pt was started on intravenous antibiotics. Pt back symptoms improved significantly for approximately 1 year then the patient began having pinching like pain in the right abdominal thoracic area and sensation changes in the right side radiating to the right side of his mid back area. The pt. Was diagnosed with diskitis. Approximately 16 months post-op, the pt presented for surgery with instability with radiculopathy above previous t10 to sacral fusion with destruction of t9-t10 interspace. Operation was for extension of previous fusion to t8 with posterior instrumentation with pedicle fixation and interbody graft at t9-t10 with peek graft filled with bone graft and dbm. During surgery, it was found that the upper pedicle screws were loose in the vertebral body and may have eroded into the t9-t10 disc space. T10 screws were removed and pedicle screws were placed at t8 and t9 bilaterally. Bone graft, dbm, and bcp were placed on each side at t8 and t9.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.